Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, the sheath was damaged (kinked) in the package. The sheath was replaced. There was no patient involvement.